Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited failure no image and scope communication error code (e226). The event occurred at the time of installation. There were no reports of patient involvement.